Event description:
Philips international warehouse representative reported that they received a v60 vent battery and while testing it occurrence of e/c 1124 (battery failed alarm) was generated. There was no patient involvement.

Manufacturer narrative:
During testing of the battery at the warehouse, alarm of battery failed occurred. The battery was discarded, it won't be returned for evaluation at the v60 vent manufacturing facility. Therefore, the root cause cannot be identified.